Event description:
It was reported that the speed of the device would not stop when deactivated. The 95% stenosed target lesion was located in severely calcified and moderately tortuous left anterior descending artery. A 1.75mm rotalink plus was selected for use. During procedure, a rotalink 1.25mm was used in the severely calcified lesion without issue and it was decided to upsize and change to a rotalink 1.75mm. With the 75mm rotalink plus, it was noted that the rotation did not stop even if the foot pedal was released when adjusting the rotation outside the patient. It was gradually went down and stopped eventually. The issue was replicated when attempted again with the 1.75mm rotalink plus, however was not replicated when tested with the rotalink 1.25mm. The physician judged that there is a high risk of rotation would not stop so the device was replaced with balloon. The procedure was completed with different device. There were no patient complications reported.